Event description:
International (B)(4) complaint received reporting chemo leakage incident with use of 011-h1582 clave spike ext set. It was reported "...liquid leakage from the ventilation flap (red cap)." Due to the leakage a nurse came in contact with the drug product, and was not wearing protective gloves. No adverse/operator consequences reported. Device return: two package same lot samples of the 011-h1582 extension sets were returned. Although requested, the involved mating/access devices were not returned. Manufacturer investigation: visual inspection recorded no obvious abnormalities. Engineering testing and analysis to the applicable usage and performance criteria was performed. A vial containing 70/30 water alcohol mixture was prepared to stimulate chemo drug properties/formulation. The returned 011-h1582 sets were each tested to verify the sets component usage features and functions. The results recorded no performance failures, infusion or aspiration and or leakages. Efforts to replicate leakage when withdrawing the mixture and infusion back into the vial did not result in vent leakages.

Manufacturer narrative:
Additional engineering evaluations were performed in attempts to replicate the reported leakage issue (spike vent). The engineer was able to replicate spike vent leakage only when back pressures were applied forcing the alcohol/fluid mixture in contact with the filter. Lot build review: a review of the MFR lot build database for the reported lot # 2421600 shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the lot build. Findings: the involved 011-h1582 set was not returned for analysis and confirmation. Engineering testing of the two returned packaged same lot 011-h1582 sets recorded no performance and or functional non-conformances. Although the exact cause(s) of the product issue cannot be determined, incorrect technique/usage of the returned sample sets components/features were able to replicate component leakage. The manufacturer has provided the facility with these complaint investigation results and has offered in-servicing and re-training to facility staff.